Event description:
The customer reported that during routine svc they identified that the therapy cable and port had burnt/blackened pins.

Manufacturer narrative:
(B)(4). The customer reported that during routine svc they identified that the therapy cable and port had burnt/blackened pins. The customer replaced therapy port and cable to resolve the issue. We are considering this a malfunction related to an intermittent electrical connection between the therapy cable and the therapy port.